Event description:
It was reported in a journal article that five patients that had an initial tka using highly cross-linked polyethylene were revised posteriorly due to instability. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign - event occurred in korea. G2: literature - kim, y., park, j., jang, y., & kim, e. (2025). Comparison of highly cross-linked and conventional polyethylene during simultaneous bilateral cruciate-retaining total knee arthroplasties. Journal of bone and joint surgery, 108(9), 664¿670. Https://doi.org/10.2106/jbjs.25.00621. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.